Event description:
During preventative maintenance of the device, the user observed cracks in the lower and upper housing near the screw inserts. The pump was originally returned for a "belt slip" error message. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.